Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient representative regarding an implantable neurostimulator (ins). The reason for call was patient's device stopped working today. The device was not producing any pulse, patient was not feeling stimulation. Patient representative (patient rep) said patient was suffering and could not move because patient was in pain. Patient rep said they checked the controller prior to calling and said stimulation was on and they tried making adjustments. Patient was 90 years old and patient rep wanted to ask the manufacturer representative (rep) to come to their house. Reviewed rep's role. Redirected to healthcare provider (hcp). Reviewed the process of contacting the field. Emailed the rep. Patient rep mentioned last time the rep came to their house and fixed the programming issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.